Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough and detached from the patient's skin after 12 hours of use. As a result, the user experienced elevated blood glucose levels. The issue occurred six times.

Manufacturer narrative:
Correction: catalog # was updated in section d4.